Manufacturer narrative:
Correction: the aware date of the reportable event was initially reported as 2023-02-08; however, the correct aware date of the reportable event is 2023-02-05. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Transesophageal echocardiogram (tee) imaging was provided from 2/05/2023. Evolut implant depth appears good. Ejection fraction is ap proximately 45-50% with inferoseptal and inferior wall hypokinesis. Left ventricle apex appears akinetic. Fluttering seen of non-coronary cusp (ncc) prosthetic leaflet. There is severe central aortic regurgitation. Pht is 130 ms consistent with severe ai (<(><<)>2 00 ms is severe). One of the aortic insufficiency jets is eccentric and directed posterior. No paravalvular leak (pvl). Severe mitral regurgitation. Anterior mitral valve leaflet appears thickened with restricted motion. Mild to moderate tricuspid regurgitation. Pacer wire seen in right atrium and right ventricle. Mobile structure seen on right atrium pacer wire. Possible thrombus/vegetation vs. Artifact. Left ventricle wire was introduced at 3:33:54 pm followed by the transcatheter bioprosthetic aortic valve delivery system. High-rate pacing began at 3:54:24 pm. The second transcatheter valve was deployed at 3:54:41 pm. Trace anterior pvl seen. Post implant mean aortic valve gradient is 3 mmhg. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, a post-implant bav was not reported to have been performed. Based on the limited information made available, no root cause can be assigned. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). With the limited information available, an assignable root cause cannot be determined. However, the valve structural degeneracy is likely a contributing factor. Central regurgitation are known potential adverse effects per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the valve degeneration is likely a c ontributing factor. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined from the limited information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Permanent pacemaker implant due to second degree heart block was previously reported in regulatory report # 2025587-2017-00788. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 years and 9 months following the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, the patient presented to the emergency department for dyspnea on exertion, palpitations, and atrial fibrillation (afib) with detectable permanent pacemaker shocks of approximately 20 to 30 times were noted. The permanent pacemaker interrogation showed an episode of true af lasting 5 hours 31 minutes in duration. No symptoms occurred from the afib. It was noted that the asymptomatic afib was first identified approximately 1 year, 11 months following the implant of the valve and the patient had been taking anticoagulant medication for the afib since onset. There was concern for pneumonia and pulmonary edema. Chest x-ray showed likely aspiration/pneumonia and pulmonary interstitial edema with small bilateral pleural effusions. Hypoxemic respiratory failure with multifocal opacities was diagnosed one day following presenting and was treated with medication including a diuretic and two antibiotics. The patient was hospitalized and cardioversion was performed. One day later, severe acute aortic insufficiency (ai) was identified. Three days after presenting, worsening acute kidney injury was diagnosed. Four days after presenting, a transesophageal echocardiogram (tee) was performed and showed that the prosthetic leaflets were thin with occasional flickering of small mobile components of unclear etiology which could have be consistent with valve degeneration. There was an eccentric jet of aortic regurgitation (ar) that appeared severe and appeared to have originate from within the valve frame. Due to worsening hemodynamics a valve-in-valve procedure was performed with a 26mm non-medtronic transcatheter bioprosthetic aortic valve that resolved the ai with a final gradient of 0 millimeter of mercury (mmhg) and trace pvl. Chest x-ray prior to discharge did not show any remaining pulmonary edema. The patient was discharged with no complications. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the worsening atrial fibrillation was resolved approximately 2 weeks following the recent onset without sequelae.